Event description:
It was reported to philips that the system gave an alert indicating the geometry computer had failed, preventing a full system boot and stalling at 00:00. Upon reboot, the system took an extended time to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.